Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator head was returned with four bands attached and some of them were moved from their position and overlapped. The handle did not have marks of insertion of the trip wire. The ligator housing was returned in a separate plastic component. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head returned with four bands attached, some bands in the ligator head were moved from their position and overlapped. The ligator head teeth were damaged/bent. These suggest that the device could not deploy. The ligator house was returned separated from the plastic component. The production line has the necessary processes and controls to ensure that the housing and the adapter ring have a direct connection. Therefore, the most probable cause could not be established for the ligator house being returned separated from the plastic component. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted to an improper deployment of the bands making them overlapped and causing more tension on the device bending/damaging the teeth. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.